Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2016-10468.

Event description:
During shoulder arthroscopy with the anchor healix 5.5 mm the wire has broken during the knot time. Th suture broke in the middle. No instrument came in contact with the suture. The failure did not extend procedure by 30 minutes. Additional information received via email from the affiliate on 10-21-2016. Doctor did 2 more holes because the failed anchor remain in place, it took about 15 minutes more.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.UDI: (01)10886705007578(10)3894924(17)190228

Event description:
During shoulder arthroscopy with the anchor healix 5.5 mm the wire has broken during the knot time. Th suture broke in the middle. No instrument came in contact with the suture. The failure did not extend procedure by 30 minutes. Additional information received via email from the affiliate on 10-21-16. Doctor did 2 more holes because the failed anchor remain in place, it took about 15 minutes more.